Manufacturer narrative:
Upon retrospective review, this issue was determined to be a MDR.

Event description:
Merge eye station is an image capture software and digital interface for use in conjunction with existing opthalmic fundus cameras to take images of the eye. It performs fluorescein angiography, red free and color, icg still-image photography and video imaging. On (B)(6) 2013 a customer reported that some records were opening with inaccurate patient images. System did not perform correctly which may lead to a delay in patient treatment, diagnosis and/ or loss of patient data. There was no report of patient injury or illness. (B)(4).